Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this chronic epicardial patch lead was in use with a non-boston scientific implantable cardioverter defibrillator (ICD). High, out-of-range shock impedance measurements of greater than 200 ohms were observed. The patient was screened for a subcutaneous implantable cardioverter defibrillator (s-ICD) but did not pass; it was reported the patient has congenital cardiopathy (single right/left ventricle, tricuspid atresia, right vessels transposition) which was never surgically corrected. No intervention has been performed at this time; the physician will discuss the options of treatment with a cardiovascular surgeon. No adverse patient effects were reported.